Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin continued to drip after letting go of the act button during manual prime. She also reported that the insulin pump had a no delivery alarm. The blood glucose at the time of the incident was over 300 mg/dl. Most recent reading was 225 mg/dl. The customer did not know if the tubing connector or the top of the reservoir were wet prior to connecting. She mentioned that she saw an air bubble after she disconnected the reservoir from the blue cap. During troubleshooting the customer was advised to change the infusion set and reservoir and she primed successfully. The product will not be returned for analysis.